Manufacturer narrative:
Conclusion / root cause: the reported complaint of the air valve's liftoff position (vent inop 1012) being out of range was not duplicated. No fault was found on the returned blower valve. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported that a vent inop condition, air valve lift of failure. The customer reported no patient involvement, no patient harm. The manufacturers field service engineer (fse) was unable to duplicated the reported problem. Review of the diagnostic log confirmed the vent inop condition. The fse replaced the air valve assay as a preventative measure. The device passed all applicable testing.